Manufacturer narrative:
No complaint was received with the return of the device. A partial lead measuring 36.8cm was returned for analysis. Failure event observed during analysis. Final analysis found external insulation abraded at 27.4cm to 28.8cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. No conductor fractures or internal shorts were found.

Event description:
This report is to advise of an event observed during analysis.